Manufacturer narrative:
A medtronic representative reported that it was her understanding that the surgeon was able to obtain an adequate biopsy, just not under navigation. The rep did not believe the biopsy entry needed to be enlarged.

Event description:
A medtronic representative reported that, during in a cranial monteris tumor ablation procedure, the navigation system unexpectedly shut down while attempting to navigate a biopsy needle for a vertek biopsy. It was indicated that the biopsy needle could not be tracked prior to the system shutting down. In trouble-shooting, the navigation system was re-booted, however, this did not resolve the issue and they remained unable to navigate the biopsy needle. Software indicated that the trajectory was 400 millimeters away from the plan when the trajectory was locked. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 - software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. No further issues have been reported.